Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during small bowel anastomosis, the device was fired but the staple line was bleeding. Excessive clips or sutures were needed to control the bleeding on the staple line.